Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin reactions with use of the adc freestyle libre sensors. Customer reported that upon removal of the sensor, skin was "fiery red" and the mark "remained visible for up to 10 weeks". Customer further reported having contact with a dermatologist who prescribed an unspecified cortisone cream for treatment, but indicated that treatment with the cream has been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history review) for the freestyle libre sensor kits within expiration at the time of complaint was reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed the reported complaint and fs libre, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing skin reactions with use of the adc freestyle libre sensors. Customer reported that upon removal of the sensor, skin was "fiery red" and the mark "remained visible for up to 10 weeks". Customer further reported having contact with a dermatologist who prescribed an unspecified cortisone cream for treatment, but indicated that treatment with the cream has been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Brand name), (common device name) and (name) were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reported experiencing skin reactions with use of the adc freestyle libre sensors. Customer reported that upon removal of the sensor, skin was "fiery red" and the mark "remained visible for up to 10 weeks". Customer further reported having contact with a dermatologist who prescribed an unspecified cortisone cream for treatment, but indicated that treatment with the cream has been unsuccessful. There was no report of death or permanent impairment associated with this event.